Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the rf (radio frequency) head failed electromagnetic field immunity test; rf head cable found out of electric al specification. Analysis also found the rf head label was missing the laminate. Product ID: 229047, analyzer. (B)(4).